Manufacturer narrative:
Additional information was received, the patient booked for a repositioning/re-rotation of the implanted iol on (B)(6) 2016. The physician stated that the patient had an excellent outcome and was happy after the repositioning. The patient's vision improved to 6/6-2 uncorrected. Additionally, no incision or vitrectomy was performed. Required intervention to prevent impairment/damaged. (B)(4). Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed. The reported complaint could not be verified as the device remains implanted and will not be returned. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. Based on the manufacturing records review, historical complaint review, and non-conformance/corrective action and preventative action (CAPA) review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted; give date: not applicable. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 intraocular lens (iol) 26.5 diopter was implanted into a female patient's right eye. The lens was placed at 90 degrees during the surgery but post-operatively, the patient experienced blurred vision and the lens had rotated to 100 degrees. Patient is scheduled for repositioning of the lens. Visual acuity was reported as follows: pre-operative: 6/9. Post-operative, uncorrected: 6/12. No further information was provided.